Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v742618, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that the system never worked to control symptoms. The device was explanted/not replaced. No additional information was provided. Relevant medical history includes urinary dysfunction/sacral nerve stim. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was never fully optimized and no adverse event would be reported. No further complications were reported/anticipated.